Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5900331, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate plus profile 550cc mentor prostheses. Right sided deflation and left sided capsular contracture (baker¿s grade unknown) were noted post procedure. As a result, an explant is planned for (B)(6) 2019. This report relates to the right prosthesis. See 1645337-2019-09357 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received by july 6, 2022. The deflations were thought to have been caused by a fall. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. Additional information was received with receipt of the device. The explant date has been updated to (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, some anomalies were observed on the anterior and posterior views of the device consistent with crease/fold. In addition, two (2) areas of missing material (a and b) were found on the anterior aspect, both measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the missing materials and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).